Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a stuck guidewire was confirmed and the cause was determined to be use related. The products returned for evaluation were one 0.035 in. J-tip guidewire and one 18 g introducer needle. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the core wire of the guidewire was confirmed to be broken, which allowed the outer coil wire surrounding it to unravel slightly. Microscopic examination of the fracture site revealed the following: narrowing of the core wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire. Damage to the inside edge of the introducer needle which can occur if the guidewire is forcefully retracted against the needle, damaging the shape of the sharpened bevel. Biological material was also seen on the wire which may have contributed to the observed guidewire fracture as retraction of the wire together with the biological material could have caused the pieces to become stuck. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. The product IFU states: ¿do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined.¿ a lot history review (lhr) of recw0795 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that because the tip of the guidewire was not placed in the proper position of the vessel, the operator withdrew the guidewire. Then the guidewire got stuck in the introducer needle and could not be advanced/withdrawn. On (B)(6) 2019 - the returned guidewire is broken.